Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to unit perpetually rebooting. A receiver download was performed and passed finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.